Event description:
It was reported right ventricular (rv) lead was explanted due to loss of capture (loc) and patient had syncope. A new lead was implanted. No additional adverse patient effects were reported.